Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and migraine ("migraine headaches"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: fallopian tubes were bilaterally occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side (moderate to severe, frequent)") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, c-section, breech delivery, depression and anxiety. Concurrent conditions included obesity, nicotine dependence, hypersensitivity, pap smear abnormal, allergic rhinitis and tinnitus. Family history included colon cancer (father), hepatic cancer (father) and hypertension (father , sister). Concomitant products included oral contraceptive nos from 2008 to 2009 for birth control as well as bupropion (wellbutrin) since august 2015, sertraline since (B)(6) 2015, vicodin (norco) and vicodin since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain"), menorrhagia ("prolonged menses / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2009, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain (moderate to severe, frequent)"), arthralgia ("severe hip pain"), pain in extremity ("severe leg pain") and dyspareunia ("painful intercourse"). The patient was treated with naproxen sodium (aleve caplets), surgery (robot assisted tlh (total laparoscopic hysterectomy) with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine and vaginal haemorrhage had resolved and the uterine haemorrhage, headache, abdominal pain lower, arthralgia, pain in extremity and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Discrepancies in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: fallopian tubes were bilaterally occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records menorrhagia, dysmenorrhea, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / left side (moderate to severe, frequent)") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, c-section and breech delivery. Concurrent conditions included obesity, nicotine dependence, hypersensitivity, pap smear abnormal, allergic rhinitis and tinnitus. Family history included colon cancer (father), hepatic cancer (father) and hypertension (father , sister). Concomitant products included oral contraceptive nos from 2008 to 2009 for birth control as well as bupropion (wellbutrin) since august 2015, sertraline since august 2015, vicodin (norco) and vicodin since august 2009. On 12-aug-2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("prolonged menses / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2009, the patient experienced migraine ("migraine headaches / migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain (moderate to severe, frequent)"), arthralgia ("severe hip pain"), pain in extremity ("severe leg pain") and dyspareunia ("painful intercourse"). The patient was treated with naproxen sodium (aleve caplets) and surgery (robot assisted tlh (total laparoscopic hysterectomy) with bilateral salpingectomy). Essure was removed on 15-aug-2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, migraine, vaginal haemorrhage and pelvic pain had resolved and the uterine haemorrhage, headache, abdominal pain lower, arthralgia, pain in extremity and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: shortly after essure implantation, she began to experience symptoms. Since the essure removal surgery, she has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on 9-dec-2009: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records menorrhagia, dysmenorrhea, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 21-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding (vaginal), pain, migraines, headaches, lower abdominal pain, are added. Lot number added. Lab data updated. Concomitant condition and drug are added. Historical condition and drug are added. Product , patient & reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.